Event description:
It was reported that the 9800 system has delayed commands when pushing buttons. C-arm control panel is locking up intermittently with all squares on readout and all leds lit. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, the system event log indicated a control panel error. As a proactive measure replaced c-arm power supply fluoro function board, control panel processor, control panel processor and hard drive. The system was tested and found to be working as intended and placed back into service.